Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information d9 device available for evaluation - correction d9 device returned to MFR - additional information d9 date device returned - additional information g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - correction/additional information/device evaluation h3 device evaluated by mfg - additional information h3 evaluation included - additional information h6 codes: medical device problem code - additional information (updated h6 code for inaccuracy - used to be 1307, now 1535) h6 codes: type of investigation - additional information h10 corrected data.

Event description:
It was reported that inaccurate cgm values were reported. The product was evaluated. An external visual inspection was performed and passed. Pairing test was performed and failed due to connection failure. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). E1 - initial reporter email address: (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.